Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. Vascular access was obtained via the femoral artery. An 8mm x 2.50mm nc quantum apex monorail balloon catheter was advanced to pre dilate the target lesion. During inflation a balloon rupture occurred. The number of inflations and to what atms is unknown. The balloon catheter was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4): the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)